Event description:
It was reported that a patient, male, underwent an atrial fibrillation (afib) procedure with a halo catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown. During the procedure a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed. Over 600 ml of fluid was removed. The patient was reported to be in the or and in stable condition. The patient was transported to ICU in stable condition with a pericardial drainage bag. There is no information about the hospitalization. A transseptal puncture had been performed with non-bwi products. A pulmonary vein isolation (pvi) and left isthmus line was performed prior to the injury. The injury occurred post ablation, during additional study/mapping. The act was maintained around 300 during the procedure. The physician¿s opinion regarding the cause of this adverse event is that the perforation occurred after the placement of halo catheter into the left atrium (la). Therefore, it possibly occurred with the halo catheter.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Concomitant products: carto 3 system model #:m-4800-01 serial #: (B)(4). Stockert 70 system model #: m-5463-01 serial #: st-1124 cool flow pump model #: m-5491-02 serial #: (B)(4). Ez steer thermocool sf nav catheter model #: d-1313-05-s lot #: 17158371l. Pentaray nav eco catheter model #: d-1282-10-s lot #: 17197574l soundstar eco catheter model #: m-5723-15 lot #: e5008440 (B)(4).